Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset, and after the reset, the error did not appear again, allowing the customer to successfully start their sensor session.